Event description:
It has been reported that the pt received durom us acetabular component (exact device name not reported), on (B)(6) 2007. Due to pain, loosening (implant failing to attach and seal to the bone), the pt underwent revision surgery. The date of the surgery has not been reported.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided. As soon as more info is received, an updated report will be submitted. Zimmer reference number (B)(4).

Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter additional information which had been received on september 01, 2015 since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 n on the right side. The patient was revised on (B)(6) 2014 due to pain, loosening and fluid accumulation.